Event description:
An unk size endeavor otw drug-eluting coronary stent was successfully implanted into a pt for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. Three endeavor drug-eluting stents were implanted in the pt. (MFR report # 2953200-2008-00103; -00105). It was reported after the case that all three of the non-sterile pouches were put in the sterile field. No add'l clinical sequelae were reported and the pt was put on antibiotics and is doing well.

Manufacturer narrative:
.